Event description:
Boston scientific crm received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, exhibited an increased right ventricular (rv) pacing impedance measurement of 2584 ohms was observed. The patient was seen in the clinic following this increased measurement. Additionally, increased pacing thresholds were observed. A lead revision procedure was performed and the rate/sense portion of the rv lead was capped and replaced. During this procedure, the device was explanted and replaced due to advisory status and a depleting battery. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.